Event description:
It was reported that the handpiece began overheating during testing after a procedure. The case had been completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation for a reported condition of the device overheating. Based on the investigation details, when the trigger was removed it was found that a steel ball was stuck to the trigger magnet. Service will complete any necessary maintenance or repairs and then return the device to the customer.